Event description:
The pt called ulthera six months after receiving an ultherapy treatment to report an adverse event. The pt stated that she bruises easily and six months post treatment, she has five or six areas of slight linear depressions with some discoloration. She reports using bleaching cream for the discoloration.

Manufacturer narrative:
Device not returned to ulthera for evaluation. Cause of event is most likely due to treatment technique error. Clinician performing the treatment will be retrained.